Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the indicator light on the panel is not lit on the high flow insufflator. The issue was found during reprocessing.